Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medstation¿ es used in this incident, it was determined that the drawer failed due to broken latch. A field service engineer had the pharmacy technician log in and release the failed cubie pocket, which had been broken by a nurse trying to access it. The engineer assisted the pharmacy technician in releasing the cubie and recovering the failed storage space to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6) medical center.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and latch was broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.